Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - surgical procedure, secondary surgery, vision, impaired. (B)(4) - explanted, haptic(s), broken, lens (iol), dislocated intraocular. (B)(4).

Manufacturer narrative:
(B)(4). Medical review - review of this file indicates that both haptics of an (B)(4) model iol spontaneously detached from it's optic with no known trauma 14 years post implantation. The iol floated and the haptics could not be found. The iol was removed and replaced with another iol which resolved the problem. It is highly unlikely for this scenario to occur without the presence of any trauma. Conclusions - no conclusion can be drawn: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found the lens cut in half and missing portions of the haptics. One haptic extended just outside of the outer boundary of the lens. The surface of this haptic showed clear evidence of having been cut based on the smooth, flat surface created. The other haptic showed clear evidence of having been ripped out of the lens, with ripping strain marks present on the stub remaining within the lens. In addition, some of the lens material that was surrounding the haptic was pulled off with the haptic. Both iol haptics were removed mechanically. There was no evidence of the polymeric filament (haptic) chemical degradation or bio-degradation. (B)(4)

Event description:
The reporter stated the patient had an aq1016v silicone three piece lens implanted in her eye approximately 14 years ago. The patient came to the surgeon complaining of bad vision. The surgeon noted the lens was displaced and was floating in the patient's eye. The reporter stated both haptics had broken off and the surgeon could not find the haptics. The lens was explanted on (B)(6) 2011, with no patient injury and replaced with another type lens.